Event description:
A customer reported that during a procedure, the system turned off on its own. The console was exchanged to complete the case. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and confirmed the problem reported. The lcd display was replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did indicate (B)(4) similar report for this system. The root cause cannot be determined conclusively. (B)(4).